Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the clinic with palpitations, low rv lead impedance, loss of capture and sensing were observed. Noise was also observed on the atrial lead. Hence, the leads were capped and replaced.

Event description:
New information notes that the patient condition was good before and after the procedure.